Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿insufficiently or incorrectly reprocessed scope was used for procedure¿, was observed during on-site visit. The cause was that the reprocessing steps were not implemented at the facility in line with the instructions for use (IFU). Olympus expert staff has conducted training on proper device handling for the user facility. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be prevented by handling the device in accordance with the following instructions for use (IFU): preventive measure is described in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
An olympus endoscopy support specialist (ess) observed during an onsite visit, the user facility staff was improperly precleaning the evis exera iii gastrointestinal videoscope. Additionally, equipment handing and transport methods were not in accordance with the instructions for use (IFU). No patient infections or injuries reported. Related patient identifiers: (B)(6). For additional devices improperly reprocessed during observation.

Manufacturer narrative:
Based on the observation summary report from the olympus endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the customer removed the balloon with a 4x4, then depressed the air/water patient button and suctioned detergent solution for 12 seconds. The device was wiped with a sponge and placed into a transport container and taken to the decontamination area. Additionally, the boot of the insertion tube was sharply bent by the physician during use. The device was hand carried from the reprocessing room to the storage cabinets and the distal end was not protected from impact damage. During removal from the storage cabinets, the distal tip was unprotected and was held with one hand causing the scope to be sharply bent. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.